Event description:
Additional information was received that the low flow software was installed and less low flow alarms were noted. The patient was asymptomatic. The patient was discharged to a rehab center.

Manufacturer narrative:
B2: hospitalization redacted from initial, reporttype is a malfunction event . Manufacturer's investigation conclusion: the reported event of inflow cannula malpositioning could not be confirmed based on the provided information. A specific cause for the reported event could not be conclusively determined through this evaluation. The reported event of low flow alarms was confirmed through a submitted log file evaluation and by an onsite abbott representative. According to the account, these alarms were caused by malposition of the inflow cannula. The controller event log file contained events from 12sep2023 through 15sep2023, per the timestamps. Multiple, transient low flow hazard alarms were captured. Elevated pulsatility index values were observed during the low flow events. No other notable events were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of this IFU, entitled "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that when low flow threshold is adjusted to 2.0 liters per minute, the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was still admitted to the ICU after implant for several low flows on their controller. There was no significant hemodynamic sequalae due to the low flow alarms. The cause of the low flows was determined to mainly be related to an awkward inflow cannula inlet position to the posterior.